Event description:
It was reported that the reusable endoscope sheath, ceramic tip is fractured. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.